Event description:
It was reported that an elevated out-of-range high voltage impedance was detected on the svc coil of the right ventricular (rv) lead. A sharp jump was noted on the svc coil vector, indicative of a similar fracture. No changes were made. The rv lead will be monitored. There were no adverse health consequences to the patient.